Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32a9m. Implanted: (B)(6) 2025: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and referenced the letter they received. The patient filled it out and was going to mail it in. The patient said the therapy was not helping. They were leaking constantly. They had been trying a different plan every few days. They had worked with the a manufacturer representative (rep). They didn't remember how they were notified but they had known since the beginning. The patient mentioned they use to be able to feel the bumps where the lead was now they didn't feel it anymore. The stimulator caused pain and burning in their back. They had surgery scheduled to remove it this week, but they canceled the surgery. The patient said they didn't want to go through another surgery, but they didn't want to be in pain and didn't want to go to the bathroom all over the place. They had tried to cut out coffee. The agent suggested keeping a diary of all the changes they made and to track the results. They could request customized programs if the current programs 1-7 didn't work. The patient wanted to know what other options there was. They said they didn't want a device in their ankle. Additional information was received from the patient on 2026-apr-28. The patient called back and reported the same issue. The patient requested more information prior to their surgery. The patient stated they were happy with the first implant, but the second implant was causing problems. The patient asked about other known problems with the implantable neurostimulator (ins) that had occurred previously and whether this was a common issue. The patient also asked if the new ins to be implanted could cause another problem and questioned why they should not get a new implant. The patient asked whether they could rely on their current implant instead of getting another one, or if doing so could cause harm. The patient also stated they did not want to continue paying for surgeries. The patient was redirected to their healthcare provider for evaluation and to further address the issue. The agent offered the manual and handbook for additional implant guidelines and information. The patient requested the manual and handbook by post, and the agent sent the requested materials by post.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32a9m implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called in requesting copies of the patient manuals - requested through the manuals site. The agent reopened and reassigned the case to email the clinical summary booklet.

Event description:
Additional information was received from the patient. The patient called back repeating event history and stating they had their device removed on the 13th and their ribs are hurting from the surgery and they are also have issues with their esophagus. Patient stated they need to get their esophagus checked which is costly. Patient requested financial assistance from manufacturer stating that the reason they have incurred these medical bills is because of the problems they experienced with their device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that "the medtronic did not help. It caused pain and burning in the back - not as bad now. Deciding to wait a while - was supposed to remove next week." The patient noted the issue was not caused by normal battery depletion, the cause was not determined, but they noted the likely cause as being "it was a new device - it was working but had discomfort. The original device was much better." When asked the steps that were/will be taken towards resolution, the patient noted "I changed program several times - last tuesday (B)(6) less discomfort - but still leaking." The issue was reported as not yet being resolved. When asked the cause of the stimulation going across their back and down the leg, the patient responded "no - I went to my heart doctor he said it is not from my heart ot anything he can see." The likely cause was reported as being "I did not have this problem with the last medtronic - I don't know the issue." When asked the steps taken, the patient noted "I called my rep - trying new programs. I had appointment to have it removed (B)(6) 2026, not decided. I do not want more surgery." Patient noted the issue has not yet been resolved. When asked the steps taken/will be taken to resolve the implant migration, the patient noted "I turn it off for a while when the burning in my back begins. It is much better - trying new programs still leaking." The issue was reported as not yet being resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said the manufacturer representative (rep) told them to call. The handset doesn't work. The handset hasn't worked in weeks. Caller said they sent one but sent it to the wrong address. The handset doesn't power on. They have been uncomfortable for the last three weeks. The stimulation goes across the back and down the leg. Caller said they have done everything with the rep trying different programs and up and down. They went to the doctor before that. They took x-rays and they said it actually moved. Agent asked if the lead moved or the stimulator. Patient said from their understanding the whole thing moved but she doesn't know for sure. Patient said they have to have the stimulator removed. The patient doesn't want to go through surgery again. The rep was going to try shutting off the stimulation and see if the bladder was the same with the therapy off as it is on. If it isn't too bad the patient isn't going to get another stimulator put in. Patient said they are in discomfort and don't sleep at night. They have not had success with the stimulator since implant. They have puddles and everything else. The first implant worked great and they never had problems, but the second one hasn't worked. Patient called back stating that the handset had worked after charging it using a different chargers. Agent requested a replacement charger from repair upon patient's request. Email was also sent to prs to update patient's address. Additional information was received on 2026-feb-16, the manufacturer representative have been helping this patient with programming but was not aware of the device moving. They just called the doctor who said that the lead may have slightly pulled back, but not to an extent that she believes would cause the patient to feel discomfort.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32a9m mplanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.